Manufacturer narrative:
(B)(4) describe event or problem - additional describe event or problem - correction to remove statement "data download log was provided by the patient and reviewed for evaluation on 01/13/2017. Complaint for 050 initializing screen without manual restart could not be confirmed. The root cause could not be determined post investigation." Correction - the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional, (B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no physical damage was observed. The receiver was stuck on the initializing screen, shutdown and re-initialized continuously. An interior inspection was performed and the inspection passed. Due to the device perpetually rebooting, the reported event of an initializing screen without a manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/07/2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 01/13/2017. Complaint for 050 initializing screen without manual restart could not be confirmed. The root cause could not be determined investigation.